Event description:
It was reported that prior to beginning a da vinci s surgical procedure, the system surgeon side console (ssc) view was unstable and 3d calibration could not be performed. The patient was under anesthesia, however, no surgical tasks had been performed when the surgeon decided to postpone the procedure. The procedure was completed the following day with the da vinci s surgical system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering found a small cut on one of the leads of the camera cable and therefore concluded that the unstable view experienced by the customer was associated with the camera cable. The camera cable attaches the camera to the camera control unit (ccu), focus control unit (fcu), and the vision cart. The system was repaired by replacing the affected camera cable. As of 2008, there have been no reported recurrences of the issue at this hospital.